Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when procedure took place. This report is for unknown screw/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screw head broke off. The reporter stated that he was not present during the case and was told about this event in passing. It is unknown whether this occurred intra-operatively or postoperatively. It is unknown whether fragments were generated or retrieved. Patient status/outcome is unknown. The reporter believes the procedure was successfully and is not aware of any surgical delay. No additional information is available as confirmed by the reporter. This complaint involve 1 part. This report is 1 of 1 for (B)(4).